Event description:
Information was received from a manufacturer representative and a patient representative regarding an external device to an implantable pump infusing an unknown drug for non-malignant pain. It was reported that the personal therapy manager connection had been getting stuck at 90% since on (B)(6) 2025. The manufacturer's technical services specialist (tss) spoke to a patient's family member. Tss reviewed how to hold the ptm to make an optimal connection and the caller started that they felt some boluses got skipped with the connection issues. The patient was walked through clearing data. Tss reviewed to see how it goes now that the data is cleared and to call patient services if the problems persisted.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.